Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: hi (greater than 600 mg/dl) and 144 mg/dl. Customer was acting strange and kept falling asleep with the readings. Daughter attempted to treat the customer with applesauce, but customer was too sleepy and fell asleep. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.